Manufacturer narrative:
A review of the pump's history log revealed on 11/18, at 8:30 pm a 10ml/h infusion was started. After the infusion ran for 15 hours and 37 minutes the pump was stopped and restarted. An "almost empty" alarm occurred after continuing for another 7 hours and 24 minutes. The pump had been used to prime for a total of 3.7ml and the container was set at 240ml. The above noted program would have used approximately 233.7ml at the time of the "almost empty" alarm when the pump was stopped. An infusion test was run for a total of 235.6ml with a system accuracy of -2.80%.

Event description:
Overdelivery reported. The pump was set to infuse a 250ml container of penicillin at 10ml/hr. The infusion was started at 7pm, and the pt reports the bag was empty at 3pm the following day. The infusion completed 4 hrs early. The display indicated delivery of 202ml. The home care nurse feels it is possible that some of the fluid was lost during priming/purging as the pt has some difficulty seeing the fluid in the tubing and will frequently disconnect his line to purge fluid. The early delivery completion time did not cause any adverse pt effects.